Manufacturer narrative:
According to the received information from the field, the stimulator housing migrated post-operatively from its intended position, which led to uncomfortable sensation i.e. The recipient could not wear glasses. Reportedly no additional fixation was applied other than the implant fixation pins. A revision surgery was successfully carried out in order to reposition the implant housing; the implant was re-fixed with sutures and the pins. This is a final report.

Event description:
The housing of the implant moved from its intended position and the recipient could not wear his glasses. The surgeon surmises that the implant moved right after initial surgery because it was fixed with pins only. On (B)(6) 2018 revision surgery was performed to reposition the housing. Implant was fixated with pins and sutures. Much granulation was found at implant site. The device remains implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the housing of the implant has moved and the recipient cannot wear his glasses. An incident of accident or trauma is unknown. Hearing performance has reportedly been affected. A surgery is taking place to re-position the housing.